Event description:
During removal of a femoral stem, surgeon remarked that removal instrument does not work because it is bent.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: inspection indicated the shaft was slightly bent, relative to the handle, confirming the reported event. A material analysis was not performed as the likely cause was determined to be user related. Inspection records contained in the DHR indicate that the inserter/extractor was not shipped this way. The bend was likely a result of the handle not being tightened completely against the face of the stem before an incidental bending load was applied to the handle. The surgical protocol for the implantation of accolade hip stems states: "to help prevent damaging the threads on the implant or instrument, be certain that the accolade femoral stem inserter/extractor is fully seated against the proximal face of the stem." With the device not fully tightened and seated against the stem, the weakest section of the inserter/extractor is the 0189 inch diameter section between the thread and shaft, where the bend occurred. The event was confirmed. If additional information becomes available, this investigation will be reopened. No material or manufacturing defects were observed on the device features examined.

Event description:
During removal of a femoral stem, surgeon remarked that removal instrument does not work because it is bent.